Manufacturer narrative:
Date of event : exact date unknown, event occurred at the end of (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 5008820. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 5029750, product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 20735164. Product family: scs-linear leads, upn: m365sc2366700, model: sc-2366-70, serial: (B)(4), batch: 5008735. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 20889437. Product family: scs-extension, upn: m365sc3138350, model: sc-3138-35, serial: (B)(4), batch: 20889437.

Event description:
It was reported the patient experienced redness at the location of the thoracic incision site. The physician assessed the presence of a possible infection likely caused by a boil; additionally, the physician noted, the possible infection was unlikely device related, as it had been implanted approximately a year prior to the reported event. The patient underwent an explant procedure where the spinal cord stimulation (scs) system was removed. The patient was also prescribed cephalexin and kept on intravenous antibiotics for twenty-four hours. The device was not returned for analysis as the event had been reported to boston scientific more than two years after the explant took place.